Event description:
Pharmacy info system coordinator was informed that nurses could not start a pca on a pt due to the fact that pca was not programmed into the therapy profile. As he was troubleshooting the pump, he found that the pump contained a data set profile named "centegra (B)(4)" which would have been sent to the pumps on (B)(6) 2010 their current data set is titled "centegra (B)(4)". Nursing needed to exchange out several pumps to find one with a current data set in order to provide pt care. He was informed by (B)(6) that they had several pumps with the old data set programmed in it. He started running the report of activity from the alaris server on (B)(6) 2012 and had found the alaris server for the woodstock campus was set for the (B)(4) data set as being active. He started retransmitting the most current data set. After finding this info, he called carefusion server support requesting if there was a way to track activity on the alaris server for movement of the data sets.

Manufacturer narrative:
(B)(4). Customer states that product will not be returned because issue is not with a single device, but the data set process. Carefusion serve support evaluated the upload data set activity at the facility. On (B)(6) 2012, an upload event of an older data set from 2010 was activated. This was the cause of the reported event of the user not being able to program the pca infusion on (B)(6) 2012, the older data set was replaced with the current data set from 2012.